Event description:
It has been reported to philips that the system would not booting up. The system was not in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that pdu control module was failing. The pdu control module has been replaced and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not booting up. As part of the troubleshooting process, fse checked the system and found that the pdu control module was failing. To resolve the issue, fse replaced the pdu fan tray, dcps (direct current power supply) and pdu control module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.